Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the probe could not cut although it could aspirate during a procedure. The procedure was completed after replacing the probe with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
One probe was returned for evaluation for the report of the cutting failure of probe. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 45 degrees. Cut testing was performed and deemed nonconforming. The sample did not cut. Actuation testing was performed and deemed nonconforming. The sample did not actuate. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 20-30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. Gouge marks observed at the bend area and several areas along the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was deemed nonconforming, and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had an actuation and a cut issue. The most likely root cause for the actuation and cutting issues is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. This bent needle and inner cutter condition appears to have occurred during the probe being used in surgery for approximately 20-30 minutes, but it is not known how the needle and cutter actually became bent. No specific action with regard to this complaint was taken because the reason for the bent needle and bent inner cutter cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).